Event description:
It was reported "indication for low output pre-operative. On 27-2, cardiac surgery performed. On 27-2 at 8:30 pm, in the cardiothoracic intensive care unit, appearance of the condensation alarm message, later resolved. At 8:45 pm, appearance of the error message: high pressure (1)." Twisted catheter". Subsequent balloon rupture. The on-duty anesthesiologist in the ICU removes the iabp at 9:30 pm and performs an inspection, during which the balloon rupture is observed. Routine tests performed for the treatment of stroke. Currently, the patient is in a coma due to ischemic stroke, respiratory failure, and renal failure". T he device was not replaced. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "indication for low output pre-operative. On 27-2, cardiac surgery performed. On 27-2 at 8:30 pm, in the cardiothoracic intensive care unit, appearance of the condensation alarm message, later resolved. At 8:45 pm, appearance of the error message: high pressure (1)." Twisted catheter". Subsequent balloon rupture. The on-duty anesthesiologist in the ICU removes the iabp at 9:30 pm and performs an inspection, during which the balloon rupture is observed. Routine tests performed for the treatment of stroke. Currently, the patient is in a coma due to ischemic stroke, respiratory failure, and renal failure". The device was not replaced. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.